Event description:
It was reported by the pt that post a coronary drug eluting stenting treatment procedure hypersensitivity occurred. During the placement of the taxus express2 stent the patient experienced her lower face and neck becoming very hot. The pt continued to periodically experience this symptom and also started experiencing a skin rash at the same location. The pt reportedly treats these symptoms with antibiotictic cream. A "couple of months ago" the pt received a radiation therapy stent and subsequently experienced "black round spots" that look like "bruises". It was noted that the pt is on plavix therapy and these symptoms continue to persist. Additional information was requested but is not available.

Manufacturer narrative:
Patient started experiencing first symptom at time of stent implantation. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.